Manufacturer narrative:
(B)(4). Evaluation summary: evaluation was completed and the reported condition of dead battery, due to failure code 814:01, was confirmed. Inspection of the device revealed damaged batteries. The main batteries were replaced and the baxter technician tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).

Event description:
The facility reported an infusion pump with a dead battery condition. The event was reported to have occurred before use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.